Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's healthcare professional reported via phone call that the customer was hospitalized on (B)(6) 2019 due to diabetic ketoacidosis and gastroparesis with blood glucose of 428 mg/dl. The customer also reported that on regular basal wave nausea and vomiting. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.